Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 497 mg/dl at the time of incident. The nurse stated that the customer was treated during hospitalization. The nurse stated that the customer was off the insulin pump for less than 48 hours at the time of hospitalization. The nurse was unable to troubleshoot at the time of call. The insulin pump will be returned for analysis.